Event description:
After being approached by an advanced biohealing, inc. Sales representative in 2008, dr reported to advanced biohealing, inc. That his office had applied dermagraft to a patient in 2008, who developed a significant infection within a week of application. Dr. Holtzman was contacted to obtain further details. The patient was being treated for diabetic ulcerations with dermagraft. The patient was admitted to medical center where she was treated by another physician due to a septic infection of her right foot.

Manufacturer narrative:
Based on a review of information provided by the treating physician and a review of applicable product records, advanced biohealing's medical affairs experts concluded that it is unlikely that the application of dermagraft caused the patient's infection. All lots of dermagraft must pass extensive safety testing prior to being released to market. Infections are a normal hurdle in treating diabetic foot ulcers and dermagraft was shown not to increase the likelihood of these events during clinical trials. Advanced biohealing, inc. Considers patient safety its number one concern and is tracking adverse events to ensure no trends appear suggesting that dermagraft or specific lots of dermagraft increase patients' risk of developing infections. Since february of 2007, advanced biohealing has sold all pieces of dermagraft to medical centers and has received only 5 reports of patients who developed infections while being treated with dermagraft.